Manufacturer narrative:
The customer reported that an incorrect alarm was triggered on their central nurse's station (cns). The customer also reported that the cns displayed tachy alarm instead of the 15 beats per minute of v-tach alarm, and that they realized this about 45 minutes after the event actually occurred. There was no harm or injury reported. The customer will be sending the cns logs for further evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that an incorrect alarm was triggered on their central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that an incorrect alarm was triggered on their central nurse's station (cns). The customer also reported that the cns displayed tachy alarm instead of the 15 beats per minute of v-tach alarms, and that they realized this about 45 minutes after the event occurred. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: incorrect interpretation of the alarm by the software due to the inherent property of the software. The device history investigation showed it could be concluded that the combination of user workflow and the software settings could have triggered the reported issue. The overall risk of this event is medium. The reported issue does not require further investigation through CAPA process since the reported issue was an inherent property of the cns software and not a malfunction /deficiency.

Event description:
The customer reported that an incorrect alarm was triggered on their central nurse's station (cns).